Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that during a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2019 for symptoms of abdominal pain (report of abdominal pain submitted via MFR report number 2937457-2019-02130). During the hospitalization, the patient required to have their pd catheter (not a fresenius product) removed and they transitioned to hemodialysis (hd) therapy. During the catheter removal a hernia (type and location unknown) was discovered. The peritoneal dialysis registered nurse (pdrn) stated this hernia is new to the patient. The patient will remain on hd until the hernia can be repaired and the patient recovers. No repair date has been scheduled. Upon follow-up, the pdrn stated that the patient is scheduled for hernia repair surgery this week (unconfirmed date). The cause of the patient¿s hernia is unknown. The patient has been continuing hemodialysis (hd) since pd catheter removal due to peritonitis (peritonitis case submitted via MFR report number 2937457-2019-02130). Per the pdrn, there was no additional information to provide.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: clinical investigation: there is no documentation to show a causal relationship between the patient¿s hernia and utilization of the liberty select cycler. However, there is a temporal relationship between pd therapy on the liberty select cycler and the patient development of a hernia resulting in scheduled hernia repair. Patients on pd therapy are at risk of developing hernia due to increased abdominal pressure and added stress on abdominal muscles. Additionally, there is no allegation of an overfill event or device malfunction related to the hernia. Based on the available information the liberty select cycler can be excluded as the cause of the hernia, although the pd therapy itself with use of the cycler most likely contributed to the development of the hernia.